Event description:
It was reported, the patient was unable to communicate with the ipg using the external devices. It was reported it was unknown if the patient had recharged the ipg for some time. Surgical intervention may be the next course of action.

Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.